Event description:
It was reported that there were multiple subcutaneous implantable cardioverter defibrillator patient's that were associated with a journal article covering the efficacy of transvenous vs subcutaneous systems. Of the approximately 317 s-ICD patients, one had their electrode associated with a system infection, and one had their electrode fracture while implanted. All available evidence indicates the electrodes involved with this journal article remain implanted and in service. No additional adverse patient effects were reported.